Event description:
It was reported the patient developed skin reactions and sores with stat lock use. Patient is receiving dialysis. Per review of provided photo sample with investigating engineer on (B)(6) 2023, the patient experienced open sores with drainage in the area that was under the statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the patient developed skin reactions and sores with stat lock use. Patient is receiving dialysis. Per review of provided photo sample with investigating engineer on (B)(6) 2023, the patient experienced open sores with drainage in the area that was under the statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a skin reaction is confirmed; however, the exact cause is unknown. Two hundred and twenty PICC plus statlock devices with tricot pads and adjustable posts and two photographs of a statlock device in use on a patient¿s skin were returned for evaluation. An initial visual observation of the returned samples showed they were returned in five boxes, two of which were returned open. One of the boxes which was returned open was found to contain only twenty samples. The other boxes were found to contain fifty samples each. All of the packages within each returned box were found to be returned sealed and displayed the same batch number as the boxes and as each other. A random statistical sampling was taken from the lot samples and those samples were thoroughly examined. No defects were observed which would contribute to the reported event. The pads appeared unremarkable. Two photographs depicting a statlock crescent tricot catheter stabilization device were also received for evaluation. In the first photograph returned for evaluation, the statlock was observed to be attached to an implanted 24cm hemodialysis catheter. The outer dressing had been removed from the insertion site, exposing the statlock stabilization device, catheter, and insertion site. The catheter insertion site appeared unremarkable; no redness or drainage was noted at the catheter insertion site. In the first photograph, the statlock was adhered to the patient¿s skin with a brownish liquid seeping out from underneath the foam section of the tricot pad. In the second photograph, the statlock pad had been pulled back, exposing the underside of the pad and the patient¿s skin. Both the underside of the statlock and the patient¿s skin contained a brown residual material. The residual material was likely biological in nature (e.g. Dried blood or drainage material). The skin appeared to have reddish discoloration as well as an ulceration under the statlock device. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Although the complaint of a skin reaction could be confirmed via the returned photographs, the exact root cause could not be determined from the photographs or the returned lot samples. Possible contributing factors of the reported skin reaction could include patient sensitivity to the device materials or to medications or other chemicals such as ointments or skin preps used around the site. H3 other text : evaluation findings are in section h.11.